Manufacturer narrative:
The biomedical engineer (bme) reported that the uninterruptible power supply (ups) supplying the central nurse's station (cns) has shut down, which shut down the cns. No patient harm or injury reported. Nihon kohden technical service representative walked the bme through resetting the ups and then the proper way to bring the cns back online. After the ups was fully powered on the bme was able to reboot the cns without any other issues or errors. Attempt # 1: 07/06/2021: emailed the biomedical engineer via microsoft outlook for patient and concomitant medical information: no reply was received. Attempt # 2: 07/26/2021: emailed the biomedical engineer via microsoft outlook for patient and concomitant medical device information: reply was received. Biomedical engineer cannot provide any of the information requested. Additional device information: concomitant medical device: the following device(s) was used in conjunction with the cns, but the model #, serial #, device manufacturer date and UDI is noted as no information (ni) since the biomedical engineer could not provide the information. Uninterruptible power supply (ups): model #: ni. Serial #: ni. Device manufacturer data: na. Unique identifier (UDI) #: na.

Event description:
The biomedical engineer (bme) reported that the uninterruptible power supply (ups) supplying the central nurse's station (cns) has shut down, which shut down the cns. No patient harm or injury reported.